Manufacturer narrative:
Investigation conclusion: retention and returned products were tested with qc cut-off standard (10miu/ml hcg serum). Results were read at 5 minutes. All tests showed expected positive results and met qc final release specifications . Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2018, the patient presented to the emergency department with right upper quadrant pain. A serum sample was collected and produced a negative hcg result using a fisher-sure-vue hcg-stat serum/urine test. No confirmatory testing was performed at this time. On (B)(6) 2018, the patient again presented to the emergency department with right upper quadrant pain. A new serum sample was collected and again produced a negative hcg result using a fisher-sure-vue hcg-stat serum/urine test. No confirmatory testing was performed and the patient underwent an unspecified procedure. Although requested, the customer was unwilling to provide any information regarding the unspecified procedure. On (B)(6) 2018, the patient obtained a positive result using an unspecified brand of home pregnancy test. On (B)(6) 2018, the patient presented to the emergency department with bleeding/spotting and abdominal pain. A serum beta hcg quantitative test was performed using the beckman dxi and produced a result of 53,333 miu/ml. The patient was subsequently transferred to a local hospital to rule out an ectopic pregnancy. The report from the hospital stated the fetus was viable with an estimated date of conception of (B)(6) 2018. Although requested, no additional information provided by the customer. Troubleshooting was conducted with the customer. The customer was advised that sub-level of detection hcg concentrations can yield a negative result. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.